Event description:
It was reported that the injector on the preloaded lens malfunctioned and tore a hole in the posterior capsule. It was noticed when inserting the eye. I have the iol to send back but do not have the simplicity injector. The lead haptic ¿injected straight, and there was tension that the surgeon had to push through in the cartridge to inject the iol. A 3-piece ar40 was implanted during the same procedure. Additional information revealed that the incision enlargement and miochol-e used. On (B)(6) 2024 surgeon did ceiol on her right eye. The patient will continue with her follow-up appointments, and the doctor will monitor as usual. No further information is available.

Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section d6a: if implanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: feb 05,2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint lens reveal that it was coated in viscoelastic residue. The lens was cleaned and inspected; no issues that could cause or contribute to the complaint issue was observed. The complaint issue was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.